Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the provider who states the device was not providing oxygen and the end user was admitted to the hospital. The end user received supplemental oxygen at the hospital. Devilbiss healthcare has requested that the unit be returned for evaluation, and will file an update if additional information becomes available.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information.